Event description:
Complainant alleged that during functional testing, the associated defibrillator does not recognized these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The CPR-d padz were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The CPR-d padz were put through up-down testing using a known good AED without duplicating the report. A visual inspection was performed with no discrepancies. A DHR review was performed with no abnormalities noted. The CPR-d padz were scrapped after testing and the customer was sent a replacement. No trend is associated with reports of this type.